Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of damage on the microintroducer sheath is confirmed but the exact cause remains unknown. Two photo samples of a microez microintroducer sheath were provided for evaluation. The dilator is shown to be present within the sheath. Blood residue is visible on the sheath tip and within the pull tabs. There is a longitudinal split extending from the sheath tip on the device. The characteristics of the split surface could not be closely inspected from the image. The second image shows the full length of the component. The damage could not be clearly inspected from the second image. Based on the information provided, possible contributing factors include material damage and advancement against resistance. No findings from the manufacturing review indicated a manufacturing/processing related issue. Since the sheath was observed to contain a split, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when inserted over the guide wire, the micro-introducer sheath was advanced along the direction of the vessel while rotating. This resulted in the breakage of the dilator at the proximal segment. No other information was provided.

Event description:
It was reported that when inserted over the guide wire, the micro-introducer sheath was advanced along the direction of the vessel while rotating. This resulted in the breakage of the dilator at the proximal segment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed and appears to be manufacturing related. One 4.5 fr x 10 cm microintroducer was returned for evaluation. An initial visual observation showed the distal tip of the sheath was damaged and a large longitudinal split about 5.5 mm long was observed on one side of the sheath tip. A microscopic observation revealed a small amount of use residue on the returned sample. Additional damage was observed on the sheath tip adjacent to the large split. The sheath material at the location of this additional damage was observed to be plastically deformed; however, no distinct plastic deformation of the material was observed along the length of the large split or at its distal end. No damage was observed on the dilator tip. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redu2995 showed twp other similar product complaint(s) from this lot number.

Event description:
It was reported that when inserted over the guide wire, the micro-introducer sheath was advanced along the direction of the vessel while rotating. This resulted in the breakage of the dilator at the proximal segment. No other information was provided.